Manufacturer narrative:
An event regarding disassembly issue involving a tri 6mm offset adapter trial was reported. The event was not confirmed. Method & results: device evaluation and results: the returned device showed signs of use. The proximal section appears damaged likely from attempts to disassemble it. However, the threads appear in good condition. A functional inspection was performed and found the device to be functionally acceptable. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event is not confirmed. The reported device is found to be functional with the returned baseplate trial. Proper instructions on how to use the reported device and associated instrumentation are provided in the triathlon revision knee system surgical protocol as well as indications and contraindications for patient selection. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
During triathlon surgery, the base plate trial separated from the offset adapter and stem trial when the surgeon removed these trials. The surgeon tried to attach the base plate trial again, but it was impossible. It took 1 hour to remove the offset adapter and stem trial which remained to the bone.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During triathlon surgery, the base plate trial separated from the offset adapter and stem trial when the surgeon removed these trials. The surgeon tried to attached the base plate trial again, but it was impossible. It took 1 hour to remove the offset adapter and stem trial which remained to the bone.